Event description:
PICC line was placed in the left anterior saphenous vein. The PICC line was found broken off just below the heart. Tpn was infusing through the line at the time of the event. The remainder of the line was removed from the patient intact.